Event description:
It was reported that during surgery, two roi-a cages broke upon insertion of the anchoring plate. There was no reported patient or surgical impact. This is report two of two for this event.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress.

Event description:
Roi-a: broken cage. Surgeon has broken two cages during surgery, according to information provided, this event was related to an instrument malfunction. Surgical technique was followed. Additional information was requested. Investigation ongoing.